Event description:
It was reported that this right atrial (ra) lead dislodged two days after implant. During the repositioning surgery the helix screw retracted but would not re-extend. Physician elected to replace the lead. No additional adverse effects were reported.